Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor, video connector, and the software were installed during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer initially reported the collimator was not working, the field engineer found that the system would not boot up. There is no report of death or serious injury associated with the complaint.